Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full) salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, cystitis, migraine, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full) salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, cystitis, migraine, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Lot number: 20227410 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full) salpingectomy bilateral). Essure was removed on 18-mar-2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, cystitis, migraine, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6)2012. Plaintiff received treatment for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received. Event menorrhagia make serious incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. 20227410), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), migraine ("migraine") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full) salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, cystitis, migraine, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted, in essure implant date: (B)(6) 2012. Plaintiff received treatment for events: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: reporter added, essure lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, cystitis, migraine, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2012 and (B)(6) 2012. Plaintiff received treatment for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, migraine, weight gain and fatigue. Essure removal details was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.